Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), menorrhagia ("abnormal bleeding menorrhagia"), device dislocation ("malposition of essure device location of device:,") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test.". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormal bleeding (vaginal") and was found to have hormone level abnormal ("hormonal changes,"). The patient was treated with surgery (ablation,, she underwent a total hysterectomy and bilateral salpingectomy with removal of the essure device and she underwent a total hysterectomy and bilateral salpingectomy with removal of the essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, device dislocation, genital haemorrhage, dysmenorrhoea, anxiety, depression, hormone level abnormal and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: *discrepancy in insertion date- (B)(6) 2012 and removal date-2 (B)(6) 2015. Most recent follow-up information incorporated above includes: on 11-mar-2019: new pfs received new events added: hormonal changes,abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device, plaintiff did not undergo an essure confirmation test. Were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy with removal of the essure device.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.